Event description:
On (B)(6) 2011, a pt sent an e-mail reporting waking two weeks earlier with "excruciating pain in my left eye." The pt went to the eye doctor and "he found an ulcer on my eyeball." The pt reported treatment for the ulcer and that "four more of my friends that wear this same brand have been diagnosed with ulcers on their eyes as well. One is up for surgery and may (sic) permanently lose her eyesight because of it." No identifiable info was provided for these pts. Info on the reporter's injury is insufficient to determine severity. This event is being reported as worst case. The reporter has not responded to requests to contact our firm and efforts are ongoing. No contact info was provided beyond an e-mail address. No product has been received and no lot info was provided. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No eval will be performed.